Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported through a legal claim that the patient was operated at the right hip on (B)(6) 2011. After the operation (no indication of specific timing) the patient began claiming pain with difficulty in walking. On (B)(6) 2013, the patient undertook a revision surgery at the same hospital. During revision, obvious signs of wear in the interface of the neck, on both the acetabular and femoral side that an extremely important metallosis were found, confirmed by blood analysis done on (B)(6) 2013 and again on (B)(6) 2015 with analysis. It was also noted in the letter received that on (B)(6) 2015 the patient seems to have received a bone graft but she is now unable to walk without the support of a wheelchair. Based on the information provided in the letter, it appears the event is related to an abg ii monobloc + mitch (code 4845-0105 lot n. G3c45388d).